Event description:
It was reported that the left monitor on the 9800 sys is going dark during cases. It was noted that the images recalled from the hard drive look good. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.